Event description:
This spontaneous report of a non-serious, unlabeled event (severe telangiectasis) is being submitted as a 10-day report. Information was received from a healthcare professional regarding a female patient who received 1 ml of perlane injectable gel (injectable dermal filler) into the nasolabial folds bilaterally and 1 ml into the chin in 2007. Anesthetic nerve block with lidocaine was performed pre-procedure. Additional procedures performed at the time of perlane implants included botox (botulinum toxin type a) injections into the "fleshy areas" of the lips and other unspecified areas. The patient's medical history included several restylane injectable gel (injectable dermal filler) injections without event. Concomitant medications included multivitamins. On the next day, the patient noted severe telangiectasis (telangiectasia) in the chin area. On or about the following month, she received unspecified laser treatment on her chin. Subsequently, the event "somewhat" improved. On four days later, the patient was examined by her healthcare provider, who confirmed the diagnosis of severe telangiectasis; however, the cause of the event was uncertain. As of the next day, the telangiectasis persisted. The perlane lot number was reported as 8835, with an expiration date of 12/2008.